Event description:
Hyperglycemia, hypoglycemia with unconsciousness [coma hyperglycemic] [hyperglycemia]. A consumer reported inadequate blood glucose control. Re-classified to serious due to follow-up info rec'd on 4/17/2001: a medical doctor reported that a pt was hospitalized for insulin monitoring in relation to cataract surgery. Pt suffered from hyperglycemia, due to which pt hospitalization was prolonged. Initially pt was given a total dose of 40 iu of mixtard and actrapid. Due to the adverse event the product was changed to human mixtard vial together with an increase in dose. The pt recovered completely. The pt suffered from hyperglycemia at the time of the surgery while using a novolet of mixtard 30. In connection with the surgery the insulin dose was increased to 32 iu, given from a vial of mixtard 30, and additionally actrapid was administrated. Consequently, the pt experienced hypoglycemia with unconsciousness, which was treated by glucose biscuits. Reportedly, the pt recovered completely from the event.